Event description:
It was reported that the patient experienced unrelieved and increased pain after pump replacement. A catheter vision revealed a catheter kink/occlusion. The suture was removed from the catheter connector on (B)(6) 2014. The outcome was reported as resolved without sequela. The last device refill took place on (B)(6) 2014. The pump was used to deliver sufenta, bupivacaine, and clonidine. It was reported a week later that the event was related to the implant procedure.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(6).

Event description:
Additional information received reported the event was related to the lumbar portion of the catheter in regards to the increasing pain and catheter kink.

Event description:
Additional information received reported the catheter was potentially kinked during a pump revision on 2014-(B)(6).

Manufacturer narrative:
(B)(4).